Manufacturer narrative:
Continuation of d10: product ID 37651 lot# serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37651, serial/lot #: (B)(6) , UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the recharger only works while it's plugged into the desktop charger (dtc) , and when its unplugged the screen goes blank. Pss had the caller press the power button on the recharger while unplugged. And the caller described seeing the reposition antenna screen. The caller confirmed that there was no damage to the dtc. No symptoms were reported. Additional information received from the consumer reported they got the new antenna and it worked for about a week, and then intermittently the charger would shut off. The consumer stated the patient could charge when the recharger was plugged into the wall, but the charger went off when it was disconnected. It was confirmed the connector pin didn¿t look damaged, but the desktop charger was going to be replaced regardless. After the consumer received the new desktop charger, the recharger still wouldn¿t power on if it wasn¿t plugged into the wall. A wireless recharger was going to be provided.